Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received.  The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly.  Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: part number and lot number is unknown; a lot history review could not be performed. Root cause description: no root cause can be determined as no samples were received. Rationale: CAPA is not required at this time. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that an unspecified bd syringe had excessive lubricant in the barrel. The following information was provided by the initial reporter: "it was reported that there were visible droplets on multiple syringes."

Manufacturer narrative:
The following fields were corrected with additional information: d.3. Device manufacturer: bd infusion therapy systems inc. S.a. De c.v.; d.4. Device material number: 309680; device lot number: 8094568; UDI number: (B)(4); d.2. Type of device: fmf; common device name: piston syringe; d.1. Device brand name: syringe 60cc ll tip convenience pak; g.1. Device manufacturer: bd infusion therapy systems inc. S.a. De c.v.; g.5. 510k number: k980987; b.5. Event description: it was reported that an syringe 60cc ll tip convenience pak had excessive lubricant in the barrel. The following information was provided by the initial reporter: "it was reported that there were visible droplets on multiple syringes."

Event description:
It was reported that an syringe 60cc ll tip convenience pak had excessive lubricant in the barrel. The following information was provided by the initial reporter: "it was reported that there were visible droplets on multiple syringes."

Event description:
It was reported that an syringe 60cc ll tip convenience pak had excessive lubricant in the barrel. The following information was provided by the initial reporter: "it was reported that there were visible droplets on multiple syringes."

Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, returned to manufacturer on: 2020-06-03 h.6. Investigation summary five samples were received for evaluation. The scale graduation is up to 60ml. They all have a label indicating that they have ¿phenylephrine¿. All of them have 50ml of this drug. Visual inspection was performed with a 10x magnifier lens. No defects were observed in any of the returned samples there are air bubbles in the solution which is normal. Three photos were provided. They show a syringe, it is highlighted an area on the top part of the rubber stopper with what appears to be silicone. The samples received do not indicate that silicone. Silicone is a medical grade component used in the device and is sprayed throughout the length of the barrel to aid in functionality. No defects of an excess of silicone were observed in any of the samples received. Therefore, the root cause could not be confirmed. No further actions are to be taken. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.